Manufacturer narrative:
Concomitant products: 419388 lead, implanted: (B)(6) 2008; cd3257-40 ICD, implanted: (B)(6) 2014.

Event description:
It was reported that right ventricular lead had increasing and high defibrillation impedance ranges. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.